Event description:
It was reported that the patient had their pacemaker system including chronic right atrial (ra) and right ventricular (rv) leads removed on (B)(6) 2024 due to unspecified reason. The system was replaced with a leadless pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164753.